Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument jaws would not open or close, an investigation was completed to determine the cause of this reported event. Isi received the vse instrument associated with this complaint and completed investigations. The instrument was analyzed and found to have an imprecise grip open motion. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly in the grip open motion. The instrument would start open its grips but would not open fully. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The instrument passed electrical continuity. A review of logs showed no failures. Additional observations not reported by site was also found: the vse instrument housing was removed, and the grip ring was found to be dislodged from its normal position, likely causing the failed grip open motion.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the vessel sealer extend (vse) instrument was working initially and the jaws would not open and close in the middle of the case despite the instrument being recognized by the system. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument was inspected prior to use and nothing out of the ordinary was identified. The surgeon was using the vse instrument just fine and in the middle of the case when reaching in to grasp the tissue, the surgeon noticed that the instrument jaws would no longer open or close. The instrument was not on the tissue when issue was identified. The surgeon requested a backup instrument to complete the procedure robotically.